Event description:
During the procedure physician used an assurant cobalt device to treat a lesion in the mid right iliac artery that exhibited no tortuosity, moderate calcification and 80% of stenosis. No lesion abnormalities were reported in relation to anatomy. The device was removed from the packaging per IFU, inspected and prepped per IFU with no issues identified. It is reported that the stent dislodged from the device during positioning. The stent was inflated with the balloon 3-4 times. Resistance was encountered at the lesion but no excessive force was used during advancement. No resistance noticed between the assurant cobalt and other devices used in the procedure. The stent remains in the patient. The physician deployed another stent inside the dislodged stent. No patient symptoms or complications reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (embolization); patient condition affected effectiveness of device (moderate calcification and 80% stenosis); no results available since no evaluation performed (device not returned). Evaluation, conclusions: known inherent risk of procedure (embolization); device failure/lack of effectiveness related to patient condition (moderate calcification and 80% stenosis); unable to confirm complaint (device not returned). (B)(4).